Manufacturer narrative:
Evaluation summary: one sample of endotracheal tube was received for evaluation. An inflation/deflation test was performed 25cc of air was applied to the cuff using a syringe, and it was observed the cuff deflated after a minute. A visual inspection was performed and it was observed the tube is damaged where the inflation line is inserted. The failure mode inflation line leak was confirmed. The investigation isolated the failure to the damaged tube which had a leakage, but a cause was not identified. The product relates to the reported complaint event. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device had an issue with the pilot balloon, wherein the pilot balloon failed during surgery. It was also reported that a new tube was placed/used with no further complications.